Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Device discarded, single use.

Event description:
The customer reported that a patient accidentally got the binaxnow self-test reagent drops in her eye. The patient stated that she had no adverse effects and was successful in completing the binaxnow self-test.

Event description:
A healthcare provider reported on behalf of their patient that they accidentally got the binaxnow self-test reagent drops in her eye. The patient stated that she had no adverse effects and was successful in completing the binaxnow self-test.

Manufacturer narrative:
A product deficiency was not reported or found. Technical services was unable to provide the reagent safety data sheet to the patient as no email for the patient was provided. A supplemental report will be provided if any additional information is obtained. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation.b5 h3 other text : device discarded, single use.